Manufacturer narrative:
(B)(4). Estimated date of event. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported failure to achieve hemostasis; however the difficulty to insert and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Article; multicenter safety and efficacy analysis of assisted closure after antegrade arterial punctures using the starclose device (j endovasc ther 2007; 14:498-505) - (B)(4).

Event description:
It was reported through a research article identifying the starclose se device related to the vessel locator did not deploy. An arteriotomy closure of the right common femoral artery with a antegrade puncture was attempted using a starclose se device via 5fr sheath following a infrainguinal endovascular intervention procedure. Cause of failure, difficult insertion; failed hemostasis. Outcome, successful pressure hemostasis. Details are listed in the attached article, titled "multicenter safety and efficacy analysis of assisted closure after antegrade arterial punctures using the starclose device."